Manufacturer narrative:
Pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No battery power loss alarm, off no power alarm or weak battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an off no power and motor error alarms. The customer¿s blood glucose level was 378 mg/dl at the time of call. The customer stated that the insulin pump had an off no power alarm without a low battery warning. Customer reported that the insulin pump alarmed off no power after a weak battery alarm two days prior. Customer had a motor error alarm and the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 342 mg/dl and treated with manual injection. High blood glucose troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.